Event description:
Pt reported obtaining back-to-back blood glucose results of 337 mg/dl and 144 mg/dl on the advantage system. No pt injury was reported and no treatment was rec'd. Pt did not modify therapy based on these results. The location where the discrepant results were obtained was not provided. Qc testing had not been performed on the advantage system. The suspect test strips were not returned to the MFR for eval.